Event description:
Upon plugging in bipolar cord to esu, cord wasn't fitting properly into plug in, two prong plug would slip out of one side, new esu obtained, plug still not fitting correctly. New bipolar cord obtained, plug fit secure and properly into esu.